Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level of 32 mmol/dl. Customer stated they were high after lunch and they bloused it. Customer stated that they experienced high blood glucose level of 25.1 mmol/dl, 30 mmol/dl and 32 mmol/dl and they took 4 units of long acting insulin. Customer took last blood glucose level was 28.1 mmol/dl. Customer¿s current blood glucose level was 25.4 mmol/dl. Customer stated that the battery side had damage. The customer did experience the symptoms such as dryness. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. On 12/10/2021 customer called in with the following concern: customer calling to report a crack on the battery side. P-cap locked in place properly during testing. Insulin pump passed displacement test. Insulin pump received with cracked case (battery tube), cracked battery tube threads, cracked retainer, missing display window cover ad cracked keypad at select button. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.